Event description:
Per the clinic, the device was explanted on (B)(6) 2014, due to infection and subsequent skin flap breakdown (specific date not reported).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The correct implant date is (B)(6) 2009; not (B)(6) 2009, as previously reported. This report is filed (B)(4) 2014.